Manufacturer narrative:
Based on the available information, this event is deemed serious injury. The end user will try new product and stomahesive powder. From a clinical perspective, a casual relationship between the product and this event is deemed possible because active life 1 pc drainable pouch with durahesive use is temporally associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted.

Event description:
End user reported six days ago the skin around the stoma turned red and had a little bleeding which has now stopped. Leaking beneath the wafer had occurred which caused the skin breakdown.